Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low blood glucose and also reported the discrepancy between the sensor glucose and blood glucose. The customer reported a blood glucose value of 52 mg/dl, sensor glucose of 147 mg/dl, and the difference was more than 30%. The customer reported hypoglycemia was treated with a glucose/carb intake. The event involved products mmt-7040a, mmt-1884, mmt-342, and mmt-431ag. Troubleshooting was partially performed, and it was unknown whether the customer has been using the insulin pump system within 48 hours of the reported low blood glucose event or not. It was unknown whether the customer was used the auto mode feature or not. The sensor glucose vs. Blood glucose difference was not within the target range. No further patient complications were reported. No product return is required for mmt-7040a, mmt-1884, mmt-342, and mmt-431ag.